Manufacturer narrative:
(B)(4). Concomitant product(s): a 195752, vgxp xp inlk pri tib tray 65mm, 036230; 195772, vgxp xp e1 tib brg rl 9x63, 811150; 195842, vgxp xp e1 tib brg rm 9x63, 891480. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01490, 0001825034 - 2018 - 01491, 0001825034 - 2018 - 01492. Product location unknown.

Event description:
It was reported that a patient underwent right knee surgery for the primary diagnosis of osteoarthritis. Subsequently, at the 1-year follow-up visit, it was reported that the patient experienced the following: moderate pain, problems with walking, problems performing usual activities, moderately pain to stand up, and difficulty walking down stairs. At this time, there is no indication of surgical delays or medical intervention. Attempts have been made and additional information on the reported event is unavailable.